Manufacturer narrative:
H3: as per the pump log, the pump administered baclofen with concentration 2,000.0 mcg/ml at a flex dose rate of 300.1 mcg/day as of (B)(6) 2025. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified dents on the outside surface of the pump that affected the performance of the pump in the laboratory. Analysis also identified a puncture hole in the back shield of the pump that is consistent with explant damage. Due to external damage, fluid was able to enter the bellow cavity. Visual inspection also identified slight damage to the fill septum with no leaking seen during analysis. The pump reservoir was filled and aspirated at room temperature without issue in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the pump would be sent for analysis. The rep was awaiting delivery from the hospital and would provide details.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that during the last refills, it was not possible to fill the pump reservoir with more than 7 ml of medication due to overpressurization. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved at time of report. The patient's gender, age, weight, and medical history were asked, but unknown and would not be made available. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.